Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to treat pelvic organ prolapse and mesh was implanted. It was reported the patient experienced recurrence of pain, erosion, extrusion, infection, urinary and bowel problems, bleeding, dsypareunia, neuromuscular problems fistulae and vaginal scarring. No additional information was provided. The patient underwent additional surgery on (B)(6) 2010 for mesh removal and on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent in-office excision of mesh on (B)(6) 2010 and in-office application of silver nitrate on (B)(6) 2010 due to exposed mesh and granulation tissue. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2011-01915 the same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, vaginal discharge, vaginal itching or burning, urinary complaints, and incontinence.